Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the ok key contact. Evaluation revealed that the text on the display screen was dim and discolored and the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/29/2014 with the following findings: the keypad was found to be peeling and lifting below the ok button, exposing the button contact. All of the keypad buttons responded appropriately. The keypad was opened and there was evidence of contamination found under the ok button contact. Evaluation also revealed that the text on the display screen was dim and discolored and the battery compartment was cracked. (B)(6).